Manufacturer narrative:
There was no ge service performed. The customer cleared the fault. The system operates as intended.

Event description:
The customer reported that the system would not display a live fluoroscopy image, thus making the system effectively unusable. There is no report of injury or death associated with the event described in this complaint.